Event description:
Health professional reported "broken haptics" during insertion. No adverse effect was reported. Repeated attempts to obtain additional info were unsuccessful. Although co is unable to obtain specific info necessary to determine if the event is reportable under 21cfr 803 and "MDR guidance and exemption", no.1-iol-e1996004, issued 8/7/96, co is reporting the event.